Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the sterility of the device was compromised. An encore¿ 26 advantage kit was selected for use. During unpacking, it was noted that the indeflator's package does not break seal evenly making product removal a challenge to keep it sterile. No patient complications were reported.